Manufacturer narrative:
The product was not returned. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that during a vp shunt placement, it was noticed that air bubbles seemed to be appearing near the snap reservoir. The physician stated that the shunt appeared to be ¿sucking air.¿ the shunt was disconnected and then reconnected. The same apparent problem was noticed. The shunt was explanted and replaced with another shunt system. This new shunt worked as planned. The case was delayed approx. 14 minutes during this replacement/explant process. The case went according to plan after this and there was no negative patient impact other than the delayed time.